Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the implantable neurostimulator flipped/ turned in the pocket and it broke/fractured/damaged the lead from turning. Also, the lead "buckled" or "humped" under the skin and the patient could see and feel it. The patient also had positional stimulation issues while sitting to drive and felt shocking sensations while sitting and had lack of symptom relief 2-3 months prior to device replacement. There was no trauma or falls related to this issue. The ins and led were replaced in (B)(6) 2015 and a new pocket was formed. The patient recovered completely post-surgery. See manufacturer report 6000153-2016-00224 for information on the patient's concomitant system